Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported experiencing syncope approximately one week earlier. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the information. Ts explained that the remote interrogation only allowed information from the last 72 hours to be stored. Upon review did note the patient has had anti-tachycardia pacing (atp) and shock therapy due to ventricular tachycardia (vt). The patient also had ventricular fibrillation (vf) which was treated with quick convert successful, however there was one episode where it took 43 seconds to treat due to the rhythm wavering between vt and vf zones. Ts recommended further review with a programmer. At this time it is uncertain if any further review was done. The implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.